Event description:
During the procedure, the agility micro guidewire broke the carotid artery. The physician removed the broken piece with a transend micro guidewire. This pt was undergoing subclavian stenting procedure. The access site was right femoral artery. There was mild calcification, but no info if it was in an angulation. No info if the tip of the guidewire was re-shaped prior to use. There was no difficulty tracking through the vasculature. The guidewire did not kink at any time. The tip separated at the ostium of the subclavian. No microcatheter was used and no info on which guiding catheter or other products were used. The physician deployed a balloon-expendable stent. No other info was available.

Manufacturer narrative:
The product is to be returned for eval and testing. Add'l info will be submitted within 30 days upon receipt.